Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device set a battery depletion message. A download of the device data was reviewed by a boston scientific engineer who confirmed the issue was due to 105 magnet applications and since that time the battery has started to recovery. No adverse patient effects were reported.